Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be confirmed. The evaluation findings are as follows: leakage from insertion section; bending section damaged due to physical stress; angle wires stretched; irregularities on the external appearance of the ultrasonic transducer; defects of the control body. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, did not occur during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "troubleshooting guide · code: b30 ·error message: scope communication err (b30) · possible cause: foreign objects, such as detergent remnants, hard water residues, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. · solution: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." Olympus will continue to monitor field performance for this device.